Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported it had been so long and the patient thought he wasn't getting full value from stimulator. No steps have been taken to resolve the issue. The patient was told the wire that helped his legs was broken. The patient cannot hardly walk because of the pain and had to use a walker or an electric wheelchair and always a forearm crutch on short walks use a cane sometimes. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37092, lot# 286830001, implanted: (B)(6) 2011, product type: accessory. Product ID: 3550-14, lot# n304657, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n308024, implanted: (B)(6) 2011, product type: screening device. Product ID: 3550-39, lot# n303110, implanted: (B)(6) 2011, product type: accessory. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The patient wanted the manufacturer representative (rep) at new doctor appointment because they wanted stimulation in legs and found to have electrode impedances out of range on lead 8-15. The patient had an appointment on the day of the report. Impedances and reprogramming were done as diagnostics and troubleshooting performed. The patient was going to think about revision. The issue was not resolved at the time of the report. The patient was going to think about whether they wanted a lead replacement at some point. It was covering their low back at the time of the report. Other relevant medical history includes spinal pain and failed back surgery syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
The cause was not determined. The patient was considering a revision.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a manufacturing representative (rep). It was reported that the 2x8 lead was turned off. Patient educated on replacement if they choose to but is having a new knee and delaying for now. Patient was getting effective back coverage. No patient injury, symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.